Event description:
The customer reported experiencing wash carousel motion errors with a jam involving the access 2 immunoassay analyzer. There has been no report of any effect to patient results or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse determined that the issue was due to the access reaction vessels. The fse stated that the customer was using reaction vessel lot 13221170 at the time of the event. The fse disposed that lot number of reaction vessels and used a different lot of reaction vessel to resolve the wash carousel motion errors.

Manufacturer narrative:
Beckman coulter internal investigation revealed that the wash carousel motion errors were due to a resin change in the reaction vessels used on the access platform. Access reaction vessel lot 13221170 that the customer was using when experiencing the wash carousel motion errors was manufactured using the new resin. (B)(4).